Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Additionally, it was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Customer's blood glucose was 109 mg/dl. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was not verified. The alleged occlusion alarms were verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.